Manufacturer narrative:
Reporter stated they had gone to the end-user's home to service the device with parts that had been previously ordered, and it was at that time they were informed of the event. End-user claimed the caster fork detached, and this caused the front of the chair to dip downwards which caused the end-user to lose balance and fall out of the seating which resulted in a fractured left wrist. Reporter stated the left caster fork had completely detached from the swingarm as the bolt from the friction kit had backed completely out. The end-user informed him that they had been experiencing "flutter" with the left caster but did not report to the provider. Reporter stated the left caster wheel had signs of considerable wear to where it was worn flat on the surface indicating the flutter had been occurring for a considerable amount of time. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming the left front caster wheel having become detached from the suspension arm which reportedly resulted with the end-user losing positioning and falling to the ground where the reported as having sustained an injury requiring medical intervention to address.